Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The ventilator was investigated by our field service engineer on site and the dc/dc and standard connectors printed circuit board (pcb) had to be reconnected, which solved the issue. No log files have been provided and no parts were replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).